Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that they had surgery for kidney cancer on (B)(6) 2026 and during that surgery they had their bladder device removed. The patient said their previous managing physician had retired. The patient said the system was removed to allow for mris and said that they didn't think the device was doing anything for their bladder symptoms. The patient said they saw someone 3 or 4 times to have the device adjusted but they didn't see much difference in their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.